Event description:
It was reported the pt underwent surgery to repair a catheter that had disconnected from the pump. The catheter was sutured in a way that blocked the flow of medication. The catheter will be replaced in approx one month. The pump was to be programmed to minimum rate in the interim. No pt symptoms were reported. Additional information has been requested, but was not available on the date of this report.